Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's c urrent condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of sample for investigation. The returned unit was an unopened representative sample in its original packaging. The actual sample was not returned. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 44 staples remaining in the cover block. The packaging of the returned sample was observed to be damaged. Functional inspection was performed by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple fully formed and released. This was repeated four more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It was observed that the anvil was in the correct orientation and the saddle was correctly attached to the pusher. No additional functional issues were observed with the returned device. DHR investigation did not show issues related to complaint. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "mis-fire/jamming - info not provided" could not be confirmed since the actual sample was not returned. One representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned staplers were able to form and release 44 staples in the cover block. A device history record review was performed on the devices with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected from (B)(4).

Event description:
It was reported " staples were found jamming during use on the patient." No patient injury or consequence reported. The patient's current condition is reported as "fine".